Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported the patient was having difficulty with their device. It was about three weeks ago that they went to the hospital because they thought they were having a heart attack. They had a stress test done and the medication was increased by nearly three times. Since the adjustment, when the medication wears off, they almost fall down and it made them think it was the device. They were unable to get an appointment until (B)(6) with their neurologist. No further complications were reported as a result of this event.